Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was walking his dog and he was pushed and fell into water. Customer stated that 15 minutes after, he received a button error alarm and he could see fluid under the screen. Blood glucose value at the time is unknown; current reading is 220 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No unexpected alarms or vibration alerts were noted. No moisture damage was found on the battery tube or vibrator assembly. However, moisture damage was found on the electronics assembly and motor during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.